Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter. The handshake connection, sheath, coil, burr and annulus were visually and microscopically examined. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and would not advance more than 9cm from the tip. The rotawire was then inserted proximally and could not pass the same location. The device was soaked in the water bath for 5 days and the test rotawire was still unable to advance past 9cm from the tip. An x-ray was performed confirming that there was no portion of a wire or metal in the coil. The coil was cut with a wire snippers until the fm that was inside of the coil was able to be pushed out using the test rotawire. Further testing was performed to determine the content of the fm and it was confirmed to be mostly composed of cellulose which is typically found in the soaker pads that are commonly used during the procedure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 27nov2019. It was reported that the rotawire could not cross the burr. A 1.50mm rotalink burr was selected for use. During preparation, it was noted that the rotawire could not cross the burr. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that there was foreign matter mostly composed of cellulose which in the device.